Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number is (B)(6). The customer stated that the qcs were low and the cells were overfilling and not draining properly. The field service engineer (fse) investigated the event and determined that a defective vacuum nozzle had caused it. The customer changed the vacuum nozzle, performed qcs, and precision checks with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine plus ver.2 assay results from two patient samples tested on the cobas 8000 cobas c 502 module. The initial results were not reported outside the laboratory, as they were extremely high; the repeat results were normal. The reporter provided one example of discrepant results: the initial result from the module was 24 mg/dl. The repeat result from another c 502 module was 1.4 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The calibration results were within the specified ranges. The qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The preanalytical data did not indicate any issues. The field service engineer also adjusted the cell rinse. He performed a successful operational check. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.